Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) verified the issue and confirmed that auxiliary half height was not detected on the bus. The fse reseated the retractor band and row board cable, cleaned the retractor band, and rebooted the device. The unit was tested in hardware test application, and the customer successfully performed inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary the drawer was not detected on bus. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.